Event description:
The technician alleged that the brake pedal locks, but the brake caster moves slowly. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster bushings to resolve the issue.